Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error. The caller did not indicate any occurrence of serious injury or hospitalization. The caller did not know the customer's blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised to call with the insulin pump's serial number to collect information and replace the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.